Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's carbohyrdate ratio setting was incorrectly set to 1u:1.8 instead of 1u:8. Tandem technical support assisted customer in correcting setting and customer successfully resumed insulin therapy. Customer's blood glucose (bg) level was between 158-400 mg/dl.